Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a cp pump placed to support a patient admitted in for a high-risk surgery. The pump was placed but was explanted after just 25 hours due to a leak at the red plug. The blood leakage occurred after there was low purge pressure during the support. The pump was explanted and replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for product damage has been completed. The pump was returned for investigation. Data log review was not required for this case run. The returned pump passed electrical testing and ran according to specifications during the test in a bucket of water. The red handle was open, and blood was observed inside. Further investigation revealed that a cut was found on the catheter near the 20 cm mark, which allowed the blood to reach the red handle and leak from it. As per the clinical, blood leak was observed on the second day of use without any evidence of excessive force. The cause of product damage issue was most likely use related. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿